Event description:
It was reported that the guidewire broke off. A 8mm x 20cm interlock cube was selected for embolization of the target lesion. The coil was inserted through a 4f angiography catheter and there was difficulty to detach the pusher wire from the coil after the coil was deployed within the lesion. Subsequently, the pusher wire broke, the physician was able to withdraw the pusher wire through the catheter. No device fragments were left within the patient. The procedure was completed with another of the same device. No complications reported and patient is stable.